Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The reported field event of false eri was confirmed in the laboratory and was due to exposure to electrocautery during the surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During surgery, the pacemaker's elective replacement indicator alert displayed. However, prior to surgery the pacemaker's battery has a remaining battery life of seven years. The battery voltage was 2.90 volts and the remaining battery capacity was 65% which do not indicate real elective replacement indicator. The physician replaced the device for the patient's safety and returned the device for analysis. The patient's condition was stable.